Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type extension. Product ID 3387s-40, lot# va0lzzk , implanted: (B)(6) 2014, product type lead. Product ID 3387s-40, lot# va0k49p, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the patient had been getting mediocre efficacy results and did not get the benefit they desired. The patient also had anxiety over devices "reminding of dx condition." Coaching and programming were done by a nurse, but did not resolve the issue. The system was explanted. No further complications are anticipated. The patient was implanted for movement disorders.